Manufacturer narrative:
A follow-up was performed with the key market (km) representative, and it was reported that the device was not in clinical use when the issue occurred. The km responder also reported that the customer replaced the power module, and the device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator could not be turned on. It was unknown how the issue was found. There was no patient or user harm reported.